Event description:
Per the audiologist's report multiple electrodes were on the electrode array open or circuited. The results of the integrity tests in 2007 and 2 months later were consistent with a normal receiver/stimulator and an increasing number of open and short circuit electrodes. Explant/reimplant surgery was performed approx 3 months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.